Event description:
Patient experienced pain for approximately six months to one year was enrolled in a prodisc-c clinical study. Patient was implanted with prodisc-c, level c5-6 on (B)(6) 2006. Patient experienced severe pain and was returned to the or on (B)(6) 2008 for a two level fusion: c3-4, c4-5. The prodisc-c implant was not removed.

Manufacturer narrative:
This device is used for treatment not diagnosis. Removing the diseased disc is supposed to remove the source of the patients pain. Since the patient may have continued to experience pain after the original prodisc-c implantation, the surgeon may have failed to remove one or more of these pain generators. Subsequently, the reality that the surgeon removed the prodisc-c implant indicates the original discectomy and decompression may not have been thorough enough to remove the pain coming from that disc level. The prodisc-c technique guide specifically states performing a complete and meticulous discectomy, decompression, and remobilization of the disc space is critical to the success of the surgery. Patient selection could also have played a role. If the source of the pain was unknown at the time of surgery, then the prodisc-c implant may not have treated the source of the problem at the time of implantation. Under the precautions section in the technique guide, it cautions that the safety and effectiveness have not been established in patients with neck or arm pain of unknown etiology. Myelopathy or pain is also listed on the prodisc-c package insert as one of the several potential risks associated with this device and in general with the implantation of spinal implants.

Event description:
Pt experienced pain for approx six months to one year was enrolled in a (B)(4) clinical study. Pt was implanted with prodisc-c, level c5 - 6 on (B)(6) 2006. Pt experienced severe pain and was returned to the operating room on (B)(6) 2008 for a two level fusion: c3 - 4, c4 - 5. The prodisc-c implant was not removed.

Manufacturer narrative:
Device used for treatment not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(6).

Manufacturer narrative:
Nothing was explanted: revision on (B)(6) 2008. Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.